Event description:
Implant failed due to infection and was removed 9/19/97. One person affected.

Manufacturer narrative:
Some add'l pt info was rec'd. Co's conclusion remains the same: infection is the probable cause of failure.